Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high creatinine (cr-s) result generated by unicel dxc 600 pro synchron chemistry analyzer. The result was reported out of the laboratory, and questioned by the medical staff because the result did not correlate with the urea nitrogen (bun) result. Subsequent testing on the same and on a redraw sample produced lower results. Patient treatment was not changed.

Manufacturer narrative:
The neonatal samples were collected in "baby bullets" sample containers. The instrument calibration and qc results were acceptable prior to and after the event. A bci field service engineer (fse) performed a precision test and obtained 9.6% cv for bun and 2.1% cv for cr-s. The fse replaced the sample probe and performed a precision test again, which produced improved precisions of 1.5% cv for bun and 0.8% cv for cr-s.